Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Additionally, the sensing was out of range. It was indicated the out of range measurements were a result of a cardiovascular surgery. No adverse patient effects were reported.